Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer¿s blood glucose level was 155 mg/dl. Customer reverted to an alternate method of insulin therapy.